Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's underlying health condition which caused them to take longer to recover from anesthesia and intubation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. Following the procedure, the patient experienced low levels of oxygen and received oxygen through a trach shield. It was noted that the patient sometimes used supplemental oxygen at home but was not wearing any when they arrived for surgery. The oxygen was removed later in the evening of (B)(6)2024. The patient was kept overnight for observation. Per the opinion of the physician, the root cause of the event was the patient's history of trach and esophageal cancer, which caused them to take longer to recover from anesthesia and intubation. The patient was discharged on (B)(6)2024 and reported feeling great.